Event description:
It was reported that when the devices were used during a laparoscopic hernia repair, the devices misfed the staples. Opened another device to complete the case. There was no consequence to pt.